Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed a compromised force sensor system. There were some compromised force sensor system alarms in the alarm history. The customer¿s blood glucose level was unknown. The device will not be returned for analysis.

Manufacturer narrative:
This follow-up report was created to provide the legal statement that was not included in the initial report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.